Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The trek rx 2.25 x 20mm referenced is being filed under separate medwatch. (B)(4) - device prepped inside anatomy. Device evaluation: the device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. The balloon was initially soaked per the instructions for use (IFU) and was prepared inside the body. It should be noted that the preparation for use section of the rx trek IFU cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, (repeat steps 5(1) through 5(6), if necessary). Otherwise, complications may occur. The incorrect preparation of the device does not appear to have directly caused or contributed to the reported balloon rupture. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that two trek balloons were soaked, then prepared in the patient's anatomy. During a heavily tortuous and calcified right coronary artery stenting procedure, resistance was met when advancing the 2.25x20mm trek balloon to the lesion. During pre-dilatation, the balloon ruptured on the first inflation at 6 atmospheres (atm). Resistance was met when removing the device. A second 2.5x15mm trek balloon met resistance upon advancement and ruptured at 8 atm. Resistance was met with removal. A non-abbott balloon dilatation catheter successfully pre-dilated the lesion and a non-abbott stent was successfully delivered to the lesion. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.